Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection revealed burnt electronic components on digital board and verified the reported condition. The cause of the reported condition was determined to be a faulty digital board. The digital board was replaced. A CAPA currently exists that addresses this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that smoke was coming out of the homechoice device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.